Event description:
It was reported by the customer that there was a burning smell in treat mode. This unit was just received back from jabil. This unit is used for testing fibers and is not for patient use.